Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿flickering white screen" was confirmed once upon initially receiving the device but was unable to be duplicated after further testing. Further investigation found air in line detector (aild) sensor was damaged. Replaced lcd screen, aild sensor, downstream occlusion (dso) seal, and battery door. Calibrated dso and unit reset to standard configuration. The unit passed all testing criteria. Service history review identified that a previous repair was completed on (10-jul-25) for (white screen) based on review complaints it was determined that the previous repair (may possibly be) related to the current complaint.

Event description:
The customer returned the device stating, ¿a flickering white screen was observed¿; during device evaluation it was found the air in line detector (aild) sensor was damaged. The event occurred during testing.